Manufacturer narrative:
The events of infection, scarring, and delayed healing are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of infection as follows: adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion.

Event description:
Healthcare professional reported implantation of seri and concomitant breast implant on (B)(6) 2014 during right side augmentation mastopexy surgery. Post-implantation on (B)(6) 2014, patient presented with "drainage from right breast and redness". The redness was isolated to the skin directly overlying the seri&#60320;treatment included silvadene and antibiotics. Device remains implanted and is unavailable for return. Additional information: healthcare professional reported right side revision to breast augmentation, and a "scarred area from the [seri&#59232;infected and now healed area of skin inferior to the nac". Upon follow up, the physician's office reported the patient received treatment in the form of antibiotics consistent with an infection, although no infectious agent was identified, and hyperbaric oxygen therapy for wound healing issues prior to the procedure.

Manufacturer narrative:
Further info from the reporter regarding the event details has been requested. No additional info is available at this time. The events of erythema syndrome and damage are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for the events. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported implantation of seri and concomitant breast implant on (B)(6) 2014 during right side augmentation mastopexy. Post-implantation on (B)(6) 2014, pt presented with "drainage from right breast and redness". The redness was isolated to the skin directly overlying the seri. Treatment included silvadene and antibiotics. Device remains implanted and is unavailable for return.